Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up. It was noted that the implantable cardiac monitor exhibited undersensing and low r waves . The nurse believes this could be due to the position of the device or how it was placed . No programming changes were made. The patient was active and stable.